Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis event is unknown, the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the lot number was unknown and the sample was not available, a batch review was not performed. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011, a caregiver(cg) contacted baxter regarding an unrelated issue and reported that the home patient(hp) had peritonitis. On (B)(6) 2011, baxter contacted the hp's peritoneal dialysis nurse (pdrn) regarding the reported peritonitis. The pdrn stated the hp was hospitalized and had the pd catheter removed in (B)(6) or (B)(6) 2011 due to the peritonitis and was transferred to hemodialysis. Treatment administered and lab or culture results were not available. The pdrn had no information regarding the event of peritonitis since the hp was not performing pd therapy and was removed from the clinics service in (B)(6) when transferred to hemodialysis. The pdrn could not give causality, but stated that the baxter pd products or devices were not related.